Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number is na-sew08. Calibration was last performed on (B)(6) 2026. The qc recovery data provided was within specification. The field service engineer (fse) tightened a loose thumb screw at the vacuum nozzle and performed ise precision testing successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode (na) results for 3 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the patient samples. Sample 1 had an initial na result of 149 mmol/l. The sample was repeated on another module and the result was 141 mmol/l. Sample 2 had an initial na result of 148 mmol/l. The sample was repeated on another module and the result was 138 mmol/l. Sample 3 had an initial na result of 144.6 mmol/l. The sample was repeated on another module and the result was 134.6 mmol/l. The repeat results were deemed correct.